Event description:
Boston scientific received information that this patient had a localized infection around the sternal notch and below. Reportedly, the physician carefully checked the distal end of the electrode at the xiphoid to make sure there ws no infection present along with cultures. The electrode was explanted; the wound was cleaned and then covered. Another electrode was then implanted along the right side of the sternum. Defibrillation threshold (dft) testing was successful and the patient was discharged to home the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.